Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the failure investigation once it has been completed.

Event description:
ICU/ccu rn found blood leaking out of the connector onto the sheet. The IV line was heplocked. The blue valve was found to be retracted. No pt harm and no medical intervention reported. Customer states that no further pt or event is available.